Event description:
Blue rubber knob cover was used to cover pupillary distance adjustment knob on binocular tube. During procedure, knob cover "popped off" the adjustment knob and fell onto the sterile field of the mayo stand. Contaminated field broken down and new set-up obtained. Procedure completed without further incident. No patient injury.